Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the needle was stuck in the extended position. The procedure was able to be completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The unit identified was received in apparently good condition. However, the needle was unable to completely retract when a triple loop test was performed. Closer visual inspection indicated a possible hypotube defect. The sheath was partially removed to determine the potential hypo-tube defects. Further observation revealed a kink on the hypo-tube located at approximately 105 cm from the distal tip. No other anomalies were detected. The customer complaint was confirmed. The kink observed on the catheter could have prevented the needle in extending/retracting properly. However, the exact root cause and/or circumstances under which the failure occurred cannot be determined at this time based on the return product analysis. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.